Event description:
It was reported that defective molding was found during use with a unspecified bd 3 ml syringe. The following information was provided by the initial reporter, "regarding the reported issue of an extension set leak sd cad functionality tested the received samples and observed the leak to only occur with the syringe. Examination of the syringe observed a deformed section near the base of the syringe luer tip. Here is the information for the received bd 3ml syringe: bd 3ml syringe lot unknown / barrel flange mold number m-143 and cavity 2."

Manufacturer narrative:
Additional information. D.10 device available for eval yes, returned to manufacturer on: 2020-02-27. H.6. Investigation summary: sample and photo received for investigation. Sample was evaluated for leakage and/or molding defects. During the visual inspection of the sample sent by the client, it was observed that it presents aspiration issues at the luer tip, no leakage defect is present. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Corrective and preventative action CAPA 1132752 was opened to investigate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective molding was found during use with a unspecified bd 3 ml syringe. The following information was provided by the initial reporter, "regarding the reported issue of an extension set leak sd cad functionality tested the received samples and observed the leak to only occur with the syringe. Examination of the syringe observed a deformed section near the base of the syringe luer tip. Here is the information for the received bd 3ml syringe: bd 3ml syringe lot unknown / barrel flange mold number m-143 and cavity 2."